Event description:
The customer reported that the fio2 on one of their units is out of specification. When set at 50%, the o2 is read at 30-40%. The customer also stated that the fio2 cell is not passing the calibration. The unit was not on a patient when the problem occurred. Field service was requested.

Manufacturer narrative:
(B)(4). Carefusion field service evaluated the unit and determined that the o2 cell, blender regulator was faulty and needed to be replaced. The o2 cell, blender regulator was replaced, then preventative maintenance was performed and user verification/operational verification tests were ran to assure that the unit was operating according to manufacturer specifications, before returning the unit to the customer.